Event description:
It was reported that balloon rupture occurred. A 5.0mm x 40mm x 40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation, the balloon was ruptured immediately. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.

Manufacturer narrative:
(B)(6).